Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose level of 500-600 mg/dl and moderate ketone levels. The customer was treated with intravenous saline and insulin, and was released from the ER the same day with no permanent damage. The cause for the reported issue was due to the t:lock connection being loose. The cartridge was changed to address the issue.